Event description:
A trilogy evo display was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, an initial failure of the device lcd was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.